Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013, the transmitter gave an intermittent out of range signal for about 45 minutes. The transmitter was no longer giving an out of range signal by the end of contact with dexcom technical support. At the time of contact with dexcom technical support, patient did not report any medical intervention or injuries.